Manufacturer narrative:
Retainer = missing. The insulin pump was returned for cosmetic damage located at the reservoir tube area found on (B)(6) 2021. The insulin pump was received with missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during physical inspection: missing retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer is confirmed.

Event description:
Information received by medtronic indicated that insulin pump had missing retainer ring and connection with reservoir compartment broken. It was unknown whether the reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.